Event description:
I used renu with moisture loc contact lens saline solution from 02/01/05 - 12/25/05. On christmas day, I spent in bed, I did not even have a christmas with my son. I was in such pain and agony. I was unable to see for three months. My friend had to drive me to the dr to seek help. Every 3 days I was seen by my eye specialist, and at one point he thought that I was going to lose my eye. It was such a horrible experience.